Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that a local ems unit was dispatched to her house (during the phone call) due to the customer's entire reservoir emptying out into her. The patient's blood glucose at the time of incident 63 mg/dl. She treated with food 15-20 minutes prior to the call. The customer consumed: 4 oatmeal cream pies, multiple lemon aid cokes, multiple sweet potato pies, and a moon pie. Troubleshooting then ceased since ems arrived on the scene. Her blood glucose was 53 mg/dl by that time. The customer stated that her reservoir had emptied out inside of her on one prior occasion. After further discussion, the customer was advised that she might have forgotten to rewind the pump before inserting the reservoir. No products were shipped or returned.